Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading during time of hospitalization was 713 mg/dl. The customer was hospitalized due to diabetic ketoacidosis and mental health. The customer was taken to the emergency room and treated with IV fluids. The customer also had blood glucose readings of 462 mg/dl. The customer had symptoms such as dry mouth and extremely blurred vision. The customer was advised to call back for assistance with pump.